Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and the analysis was terminated with no cause of failure identified for the premature battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned, analyzed, and the analysis was terminated with no cause of failure identified for the premature battery depletion.

Event description:
It was reported that the device battery unknowingly depleted causing the patient to experience syncope. The device was replaced. No patient complications have been reported as a result of this event. It was further reported that the device had no output and was unable to be interrogated due to the premature depletion.

Event description:
It was reported that the device battery unknowingly depleted, causing the patient to experience syncope. The device was replaced. No patient complications have been reported as a result of this event. It was further reported that the device had no output and was unable to be interrogated due to the premature depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device battery unknowingly depleted causing the patient to experience syncope. The device was replaced. No patient complications have been reported as a result of this event.